Event description:
Reporter states that just about a year after her breast implants, she started feeling sick and since then her health status has become worse. She says she has developed fibromyalgia, chronic fatigue, severe migraines, rashes, numbness with burning sensation, hearing loss, brain fog, memory loss, twitching, hot flashes, depression, anxiety and general body malaise. She said she was fired from her job due to her persistent health issues. She further states that she has recently been diagnosed with lime disease and lupus with several hospitalizations due to pneumonia, bronchitis, asthma and legionnaire disease. She also stated that she is scheduled to have a hospital visit on monday (B)(6) 2016. She is calling on FDA to stop the production of this device as it is killing and awfully destroying women's bodies.